Event description:
Catalogue number :300865. Batch no.: 2409100, expiry date : 08/2029. Upon use. Criteria for refusal: piece of plastic in the syringe barrel. (B)(6): (B)(6) 2025. Follow-up 3rd attempt comments (rec) attached the e-mail in "attachment(s)" field below. "1. Was the device being used in/on patient when the issue occurred? ="not reported". 2. Was patient or user harmed? If yes, please explain ="not reported". 3. Was the hcp present when the issue occurred? ="yes". 4. Was additional medical intervention/medication required? If yes, please explain ="not reported". 5. Please confirm the number of products affected. ="1 unit". 6. Have any other actions been taken? ="not reported". 7. We've learned that samples are available for investigation. Could you please specify whether these samples are. A. Unused (before use). B. Used (during or after use) ="during use". Important: if used, please confirm whether the samples are contaminated with blood or cytotoxic drugs. ="no trace of blood".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, what appears to be a piece of a glove, was observed inside the syringe, verifying the reported incident. Characterization testing was performed to identify the composition, unfortunately the results were inconclusive. A device history review was performed for the reported lot 2409100, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no foreign matter or other particles were observed within any of the syringes. While we cannot identify a direct issue, it is likely the piece entered the syringe during the marking or threading process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.